Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump passed self test and no unexpected external ram error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with unexpected error alarm after battery change due to voltage leak. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that they received several external ram error alarms and an unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer stated a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.